Event description:
It was reported that a stent graft did not deploy. The intended site is unknown, but the approach taken was the brachial. The vessel anatomy was not tortuous or calcified. The physician used both a sheath and a guidewire, but the brands and sizes were not known. It was requested by the facility that we not contact them. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current information for use (IFU) states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.